Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during review of this subcutaneous implantable cardioverter defibrillator (s-ICD) at routine follow-up, several non-treated episodes were observed. The stored episodes exhibited instances of noise, oversensing, and low intrinsic amplitudes; several episodes of atrial fibrillation (af) with noise were also reported. It was noted that the device was programmed to primary vector as opposed to secondary programmed at implant; signal in primary was flat at the time of review. The physician reprogrammed the device to secondary therapy vector pending further investigation. An x-ray was later obtained showing the electrode coiled around the s-ICD. Device therapy was programmed off pending a revision procedure to reposition the electrode. Information was later received indicating revision was performed and the electrode was explanted and replaced with another. This s-ICD remains in service with the new electrode and the explanted electrode will not be returned for analysis. No adverse patient effects were reported.